Event description:
It was reported that the patient experienced hypoglycemia after dinner when they announced a usual meal instead of a less meal on the ilet and subsequently required treatment with glucose tablets; troubleshooting and education on meal announcing were provided, and no device alerts or alarms occurred. Symptoms included low blood glucose. Outcomes included transient hypoglycemia without hospitalization. Investigation included customer service review and user education on proper meal announcement and its role in ilet dosing. Investigation of this case revealed user operation contributing to hypoglycemia with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.